Manufacturer narrative:
The incident was reported via medwatch report mw5166406. This report has been submitted by the importer under this MDR report number 2429304-2025-00100. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a cystoscopy with clot evacuation and fulguration of bleeding vessels, an olympus obturator was being used when the distal black ceramic tip of the 26 fr inner sheath detached and fell into the patient¿s bladder. The tip was successfully retrieved by the surgeon, and the procedure was completed without further issues. A 22 fr 3-way catheter was inserted and connected to continuous bladder irrigation. The instrument and detached tip were quarantined. No further harm to the patient was reported.